Event description:
Complainant alleged that during a routine shift check by a clinician, the device shut down when the ambulance drove over a road bump. The device immediately powered backup. There was no pt involvement in the reported event.